Event description:
Subject was resuscitated and subsequently expired five days later in the hospital. Date of the event is unk. (B)(4).

Manufacturer narrative:
ECG evaluated for this incident. Result: artifact present during analysis. Conclusion: device labeling, (instructions for use and voice prompts) provide methods for resolving artifacts. Only ECG was evaluated, but the device was not returned for thorough eval.